Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that cutters were cutting intermittently and then there was no cutting. Problem was with the pneumatic assembly panel that had been replaced. The procedure details and patient impact were not provided.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections h.10 and h.11. Upon further review of the available information, this report of a cutter intermittently cutting and then not cutting, does not meet criteria for reporting based on applicable medical device regulations. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be reported under mfg. Report num.1644019-2022-00548. The manufacturer internal reference number is: (B)(4).